Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report.

Event description:
Flare in right knee [arthritis]. Knee effusion [joint effusion]. Case description: spontaneous report was received on (B)(4) 2011, from a physician via a company representative regarding a (B)(6) female (B)(6) patient, (B)(6). The patient's medical history included previous use with synvisc-one, 6 ml approximately (B)(6) months ago in her left knee and she did very well. On an unknown date in 2011, the patient initiated synvisc-one, 6 ml in both knees at the same consultation. She experienced a flare in her right knee and there was no reaction in her left knee. The physician aspirated the knee and checked for infection and there was none. The patient was treated with steroids. The action taken with synvisc-one was not provided. The patient's outcome was not provided. Concomitant medications were not provided. The relationship between synvisc-one and the events was not provided by the reporting physician.